Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline that failed to open and appeared to have a conical shape. The patient was undergoing surgery for treatment of an aneurysm located in the c6 segment. It was reported that using a synchro-14 guidewire, the surgeon advanced the u-track intermediate catheter (microport intermediate catheter) to the c4 posterior bend, and subsequently advanced the phenom 27 catheter (230755171) to the distal m2 segment. After fully hydrating the ped2-500-16 stent, it was delivered into the catheter and deployed at the m1 horizontal segment. However, the tip of the stent failed to open; despite multiple attempts, it remained unopened. Upon withdrawal from the body, it was observed that the tip of the stent had assumed a conical shape, prompting the customer to file a complaint. The stent was subsequently replaced, and the procedure was successfully completed without any adverse reactions in the patient. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label).